Event description:
The customer reported that the clear sterile packing pack label on the everflex self-expanding peripheral stent system indicated a different size device from what the outer box listed. A new stent was opened and used to complete the procedure successfully. The original product was not used in the patient. No injury occurred. The customer experience of the protege everflex (B)(4) shelf carton containing a (B)(4) device within the labeled pouch was confirmed. The device within the labeled pouch has a working length of 80cm which matches the pouch label. The root cause was failure to follow line clearance procedure during repackaging. A CAPA has been issued. No other impacted product is believed to be in the field. We will continue to monitor future customer reports for trending purposes. In this event, the label disagreement between the shelf carton label and pouch label was identified before use.

Manufacturer narrative:
Supplemental MDR filed to reference correction/806 report number.